Event description:
It was reported that a handle on a visum led surgical light head was allegedly rusting and had paint reportedly chipping off. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. The damaged light handle was replaced at the user facility. The root cause of the alleged rust and flaking paint on the light handle is unknown. A possible cause could be harsh cleaning agents used on the device leading to a breakdown of the painted surface.